Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient had a catheter revision for a "catheter problem". The cause for the revision was unknown. The drug used within the system was unknown. Additional information was requested but not available at the time of this submission.